Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system error message displayed during lasik corneal flap creation of the left eye. Reporter indicated a shutter error displayed at 61% completion of the flap, the laser froze, and the laser arm was manually lifted to remove the patient. The laser procedure was aborted and the patient was sent home. Patient is to return at a later time for secondary procedure. No patient harm was reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer (fse) replaced the shutter 1 and the printed circuit board (pcb) safety shutter to fix this issue. The system was successfully verified according to specifications prior to fse departure. The reported event can be attributive to a faulty shutter; however, the root cause cannot be determined conclusively as the service parts were not returned for evaluation. The manufacturer internal reference number is: (B)(4).